Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that several impedances were over 10k ohms. Impedances at 0.7v were: ref 0 - 1, 7, 8 are over 10k, ref 1 -0 is over 10k, rest under 1000, ref 2 - 3, 4, 9, 10, 14 and 15 show xxx. Impedances were re-ran and references 0, 2, 9 and 14 were checked and all impedances were around 1000 ohms with contact 11 slightly higher around 1100-1300 ohms. The rep mentioned they were using evolve programming on the 8-15 lead and the amplitude was at 7v. The rep stated they moved programming to the other lead (very close to other lead based on x-rays) with double the electrodes, and the same pw and rate and only needed 2.5v. The rep just mentioned this difference in amplitude needed, there were no allegations or further questions about it. Troubleshooting resolved the reported issue. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that no cause was noted or discovered. No further complications were reported.